Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.

Manufacturer narrative:
The complaint was verified in the laboratory. The outer and inner insulations were abraded and the metal wires of the pacing coil were exposed in the same area. The damage was caused by friction to the ICD can. The reported oversensing could occur when the exposed metal of the pacing coil comes into contact with the ICD can.

Event description:
It was reported that episodes of oversensing were observed. The lead was capped and replaced. An insulation anomaly was noted during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.